Manufacturer narrative:
(B)(4)

Event description:
Following a fall, the patient experienced a loss of therapeutic effect. They were unable to get stimulation to the right leg. Programming was performed; however, no stimulation was delivered to the right leg. Diagnostics revealed a fractured wire and a low battery level. Additional information has been requested, a follow-up report will be sent if additional information becomes available.